Event description:
It was reported that the patient has been experiencing inflation issues with this inflatable penile prosthesis (ipp) for some years. The patient stated that he thinks the device has a leak. No additional information was provided.